Event description:
The lay user/reporter contacted lifescan (lfs) alleging the one touch surestep meter was giving inaccurately high readings. In january 2006, between 0930 and 1030, the patient became incoherent and the reporter, his wife, obtained a bood glucose reading of 75mg/dl on the reported meter. The reporter thought her husband might have been having a stroke. The patient had not yet risen from bed that morning, and had not had any food, drink or medication. She contacted emergency services, and the paramedics arrived within 10 minutes. Using their meter, the paramedics tested the patient's blood glucose level to be 22mg/dl/. The reporter tried to test her husband's blood glucose level again using his surestep meter, but she got an error message, specific error unknown. The patient was transported to the hospital until 14 days later. The patient was admitted for diabetes medication rosiglitrazone maleate 4mg pill once per day. He does not adjust his medication regimen on meter readings. The patient tests his blood glucose level twice per day. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the testing room temperature and humidity were within meter specifications. The cca also determined the patient was incorrectly clearing the meter which can cause inaccurate readings. No quality control testing was performed during the call because the patient did not have test strips or control solution. The meter and control solution were replaced. This incident is being reported because the patient obtained a normal blood glucose result while being hypoglycemic; and required emergency medical attention.